Event description:
Reportedly, a patient implanted on (B)(6) 2023 with alizea dr s/n (B)(6) had his remote follow up parameters actived at implant. On (B)(6) 2023 he went to the hospital to check his pacemaker since he was not feeling very well (hot flashes). As confirmed by the physician the symptoms were from different origin and not pacemaker related since this day, (B)(6) 2023, remote monitoring system svc is not communicating anymore with the pacemaker, despite all parameters for remote are on.

Manufacturer narrative:
Please refer to the attached analysis report.